Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after filling a cartridge with 220 units of insulin, the insulin gauge displayed an insulin gauge of over 180 units and then decreased to a fill estimate of over 120 units. There was no reported impact to the customer's blood glucose level.